Manufacturer narrative:
Precision studies were performed. A hardware check was performed by the field service engineer and this was ok. There were no alarms on the last calibration performed on (B)(6) 2020. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Sample centrifugation time was too short. Upon review of the alarm trace, insufficient sample volume, sample clot, and sample liquid level detection malfunction during movement alarms were observed. No hardware alarms were noted during the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. Incorrect values from the samples were reported outside of the laboratory. The first sample initially resulted with a troponin t value of 104.9 pg/ml. The sample was repeated on 15-jul-2020, resulting with a value of 9.55 pg/ml. The sample was then repeated on a second e 411 analyzer on 15-jul-2020, resulting with a value of 7.21 pg/ml. The second sample, from a male patient, initially resulted with a troponin t value of 37.39 pg/ml. The sample was repeated on a second e 411 analyzer on 15-jul-2020, resulting with a value of 6.04 pg/ml. The troponin t reagent lot number was 416797, with an expiration date of 30-nov-2020.